Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, customer collapses and used medical device to call emergency services. Ambulance transported customer to the hospital where they were admitted. No additional information was known or reported. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port issue was verified, but the high bg issue could not be verified.